Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When removing the cassette following treatment, fluid was noticed inside the cycler. Rn states pt was diagnosed with peritonitis approximately 10 days after the cassette leak. Pt is transferring to hemodialysis while the infection is being treated. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. On (B)(6) 2012 via telephone conversation, pt's rn states that the peritonitis was related to the reported cassette fluid leak even though she understands peritonitis typically presents sooner than 10 days.